Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coil (podj) and a non-penumbra microcatheter. During the procedure, while advancing the podj through the microcatheter, the podj became stuck inside the microcatheter; therefore, it was removed. The procedure was then completed using another coil. There was no report of an adverse effect to the patient.